Event description:
Although a ventilator was charged by ac power for two weeks in hosp, it only operated on internal battery for one hour and shut down. "Low battery alarm", "battery empty alarm", and "shut down alarm" were activated immediately followed by one other and were not appropriate as warning.